Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the infusion set supplies were changed to address the issue. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended. Additionally, it was reported that a cartridge change error message occurred during the load process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 54-250 mg/dl.